Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿door latch error" which were reproduced during evaluation as a door not fully latched alarm. ¿door latch error" was verified by the presence of multiple ¿door jammed¿ messages found through a review of the event history log. The reported symptom was found to be caused by an upper link switch that was found to be broken off. The upper auxiliary assembly replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door latch error. There was no known patient injury or medical intervention associated with this event. No additional information is available.